Event description:
It was reported to philips that the device experienced multiple cable failures during operational testing despite changing the cables. There was no reported patient or user involvement and no adverse patient/user impact.